Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed that the bifurcated talent stent graft has a proximal type I endoleak and the aneurysm is 10 cm in diameter. The physician reported that the patient had a type ii endoleak in the past, that was treated with coils on an unknown date. The physician stated that the cause of the event was due to patient anatomy of disease progression. The physician has referred the patient to another physician. No further information is available. No clinical sequelae were reported.